Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157854, cup, lot # 424700. Item # 139254, taper insert, lot # 452360. Item # 11-104110, femoral stem, lot # 625610.

Event description:
It was reported that a patient underwent a revision surgery approximately 6 years post implantation due to pain, metallosis, and elevated ion levels. The modular head was revised and a poly bearing was implanted. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation due to pain, trouble walking, inflammation and elevated metal ion levels. During the procedure, metallosis was noted within the capsule and considerable synovium. The head component was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes, lab tests, and x-ray results noting very high metal ion levels, surrounding metallosis within the capsule and considerable synovium which was excised and irrigated. The additional information does not change the outcome of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.